Event description:
It was reported that the patient went to see the dr. After his inflatable penile prosthesis (ipp) stopped working a few weeks ago. Fracture of tubing near the pump was discovered interop. Ipp was removed and replaced.